Event description:
It was reported that during a device change-out due to normal eri change to pacemaker (pm), externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. Sense/pace portion of the lead was reused and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.